Manufacturer narrative:
Follow-up #1: date of submission 8/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: black box shows unexplained power on resets events on (B)(6) 2016. An "intermittent power" event was not duplicated during investigation. . Battery cap is able to fully tighten. Battery cap measures within specifications. Battery compartment intact pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump. Unrelated to the complaint, the pump powers with returned battery cap to a dim discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.